Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a flow diversion procedure using a pipeline embolization device for treatment of an unruptured c4 and c6 aneurysm, described as a c4¿c5 dissecting aneurysm, the patient had received dual antiplatelet therapy with an unknown platelet reactivity unit level. The microcatheter was positioned and advanced to the c7 segment. After the pipeline embolization device was advanced into position and deployment was initiated, the distal tip end failed to open after approximately 9 mm of deployment. The device was resheathed and redeployed, but the distal tip end still failed to open. The device was withdrawn to the c5 segment and redeployed in the cavernous sinus, and after approximately 8 mm of deployment the distal tip end still did not open. Deployment was continued to approximately 13 mm, at which time the middle portion opened but the distal tip end appeared fish-mouthed, and after an additi onal approximately 5 mm of deployment the distal tip end still did not open. The device was resheathed again and redeployed in the c5 segment, and maneuvers including expansion and gentle manipulation were attempted, but the distal tip end still failed to open. The device was withdrawn and replaced with another device, after which deployment was performed again and the procedure continued. Post-procedure angiography showed slowed blood flow. No patient complications have been reported as a result of this event. The aneurysm max diameter was 2.3mm, and the neck diameter was 1.2mm. The landing zone was 4.3mm distal and 5.3mm proximal. The patient's vessel tortuosity was moderate. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a ton-bridge medical 6f guide catheter and phenom 27 microcatheter.